Event description:
Discordant, falsely elevated sodium, potassium and chloride results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results of two patients (sample (B)(6)) were not reported to the physician(s). The discordant results of the other two patients (sample (B)(6)) were reported to the physician(s). Samples (B)(6) were automatically repeated on the same instrument, and results were inconsistent. Quality controls were then run, resulting outside of expected range. The samples were repeated on the same instrument after troubleshooting, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to prime the system and repeat quality controls (qc). Qc was then in range and patient samples were repeated on the same instrument, resulting as expected. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na, k and cl results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.